Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient that she received the device on (B)(6) 2018 for her neck, a few days later her arms became inflamed and swollen and that she was in excruciating pain. She reports the problems started when the representative told her to move the electrodes on her cervical region. She was admitted to the hospital for one night. She stated she is not on any medications and is no longer using the device. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional and corrected information. The patient did not return the device to zimmer biomet. The reported event was unable to be confirmed due to limited information received from the customer. The DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b2: outcome attributed to adverse event: selected required intervention to prevent permanent impairment/damage (devices) b3: date of event: the event occurred sometime in (B)(6) 2018. B4: date of report added. B7: other relevant history added. D4: UDI number added. D11: medical product: c5/6 10 mm fixed plate. D11: therapy date: (B)(6) 2018. D11: medical product: c5/6 2 4.0 x 12mm fixed screws. D11: therapy date: (B)(6) 2018. D11: medical product: c5/6 2 4.0 x 12mm variable screws. D11: therapy date: (B)(6) 2018. D11: medical product: c3 to c6 3.5 x 12 mm screws. D11: therapy date: (B)(6) 2018. D11: medical product: c2 3.5 x 16mm screws. D11: therapy date: (B)(6) 2018. D11: medical product: c2 to c5 3.5 x 60 mm rods. D11: therapy date: (B)(6) 2018. G1-2: contact office: name and email address updated. G4: date received by manufacturer added. G7: type of report. H2: follow-up types. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: patient code updated to 1994: pain. H6: patient code updated to 1932: inflammation. H6: device code updated to 3191: appropriate term/code not available. H6: method code updated to 3331: analysis of production records. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established h10: additional narratives/data. The following sections were corrected: b5: event description was updated h3 other text : device has not been returned.

Event description:
It was reported by the patient that her arms became inflamed and swollen and she was in excruciating pain. The patient received the spinalpak assembly for her neck. The patient reported that the problems started when the sales representative told her to move the electrodes on her cervical region. The patient was admitted to the hospital for one night. The patient is not on any medications and is no longer using the device. No additional patient consequences were reported.